Event description:
A report was received that the patient¿s battery started having issues. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s battery started having issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the reason for the revision was difficulty charging.

Event description:
A report was received that the patient¿s battery started having issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.